Event description:
It was reported that the patient received a lot of connector pieces that were slightly larger than expected and could not attach to the ilet pump, and a replacement shipment was arranged. Symptoms included no reported clinical effects. Outcomes included no interruption requiring medical care. Investigation included troubleshooting and education conducted by support, with confirmation that the affected lot¿s connectors were incompatible with the pump interface. Investigation of this case revealed a device component dimensional mismatch of the connector that prevented attachment to the pump. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or specification nonconformance related to connector dimensions.

Manufacturer narrative:
Initial.